Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-02943 and 02946).

Event description:
It was reported patient underwent total hip arthroplasty on an unknown date receiving biomet and competitor products. Subsequently, patient was revised on (B)(6) 2012 due to an unknown reason. Review of invoice history indicates the biomet liner was removed and replaced. It is further reported patient underwent a second revision (B)(6) 2013 due to a fractured liner. The liner and cup were removed and replaced.